Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump gave notification to the user of ¿pump not filled¿. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged load step malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.